Manufacturer narrative:
B3. Date of event: year of event was provided, but day and month are unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Customer's complaint was confirmed through visual inspection. Probable cause was damage to the dso (downstream occlusion) seal caused failure. The dso seal was replaced to correct the issue. The device passed all testing after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the device had a bubbled dso seal and required a software upgrade. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: dso (downstream occlusion) seal damaged.